Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing the device was returned to the customer for use. The third party service agent downloaded the electronic records from the customer¿s device. Physio-control reviewed the electronic records and was able to confirm that the device experienced multiple inappropriate losses of power. Each time the device unexpectedly loss power it was operating from the ac power adapter which was connected to the vehicle inverter power. It may be possible that the power inverter could have contributed to the reported power issue; however this could not be conclusively determined. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. This occurred when monitoring the patient. The customer was able to power their device back on using the power button each time. Physio-control has attempted to contact the customer for further information on the event and patient, but has been unsuccessful.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. This occurred when monitoring the patient. The customer was able to power their device back on using the power button each time. Physio-control has attempted to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).